Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported they were unable to get a doctor to see them that didn't implant the device. She had a unit in her right hip that had been down for four months. Her family physician said the manufacturer's representative (rep) could come to their office but the rep told the doctor he wouldn't go to him because he wasn't a pain doctor or a neurologist, even though the patient's family doctor managed her pain. Currently the patient was using a 75mg fentanyl patch every three days, which wasn't covering the pain. The patient stated the implantable neurostimulator (ins) was dead/discharged and none of the handheld devices could bring it on. It hurt to sit on the ins and it bothered her. It was noted the device that was currently down was the one that was used to manage the pain her legs.

Manufacturer narrative:
Concomitant: product ID 37743, serial# (B)(4), product type programmer, patient. Product ID 3708140, serial# (B)(4), implanted: 2011-(B)(6), product type extension. Product ID 3708140, serial# (B)(4), implanted: 2011-(B)(6), product type extension. Product ID 39565-30, serial# (B)(4), implanted: 2011-(B)(6), product type lead. Product ID 37092, lot# 231260001, implanted: 2010-(B)(6), product type accessory. Product ID 3778-60, serial# (B)(4), implanted: 2010-(B)(6), product type lead. Product ID 3778-60, serial# (B)(4), implanted: 2010-(B)(4), product type lead. Product ID 37743, serial# (B)(4), product type programmer, patient. Product ID 3708140, serial# (B)(4), implanted: 2010-(B)(6), product type extension. Product ID 3708140, serial# (B)(4), implanted: 2010-(B)(6), product type extension. (B)(4).

Event description:
The patient reported that the patient was seeing the poor communication screen on the patient programmer (pp). They were unable to communicate with the recharger or pp. The last successful recharging session was four to five months ago. An overdischarge was suspected. The patient stated they were told by a healthcare provider (hcp) to turn the device off because it didn't control their pain totally. The patient was implanted for spinal pain and other chronic/intract pain (trunk/limbs).the patient just had really bad pain in their leg which was a sudden change, and wanted to charge the implantable neurostimulator (ins). It was further noted that the implantable neurostimulator (ins) was in such an awkward place and it was the most uncomfortable thing to charge because it wasn't really in her hip and not really in her butt. Therapy did help but it didn't give 100% relief; it took the edge off so that she could function. She had been wearing a 75 fentanyl patch for three years which wasn't controlling the pain. The patient further reported they took a fall in (B)(6) of 2015 and landed on the implantable neurostimulator (ins). The patient thought the fall was related to not being able to connect, and thought the fall could have caused the ins to be leaking. It was reviewed with the patient that the ins does not leak. The patient was trying to meet with the manufacturer representative (rep) but it may not be until the end of august until they had some help.